Event description:
Pacing lead impedance had sudden increase from 611-716 ohms to > 2000 ohms. Hvb impedance not measurable at high pace impedance. Capture threshold also significantly increased from 1 volt @ .4 to 3v @ .6 msec. Lead capped & new ICD lead inserted in 2005.